Manufacturer narrative:
(B)(4). This lot was manufactured between october 3, 2012 and october 4, 2012. Evaluation summary: baxter received the device for evaluation. Visual inspection revealed no evidence of rupture on the bladder. A functional test was performed, during and after fill; no evidence of rupture was observed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. The device was filled with 1g/100 ml of sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.